Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that with daylight savings, she had to take the last bolus before 10 pm now in order to keep it within the same day period. Agent reviewed to check the pump time which was two hours behind. Agent advised at next appointment they could change the pump time. Agent advised the personal therapy manager (ptm) was working as intended. Patient stated her ptm had been slow and sits at 90%. Agent walked patient through clearing patient data and was much faster after. Boluses per day: 4.